Manufacturer narrative:
(B)(4) d10: 42535008302 - 0â° spiked keel right size h osseoti tibia - 65599176 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that on an mc poly, there was a piece of plastic that seemed out of place on the underside of the poly. It caused the poly to not lock into the tibia. The issue was discovered after implanting the device initially. The surgeon had to use a different poly which tightened up the knee more than they wanted to initially. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 visual examination of the provided picture identified the device seems to present overall signs of use. However, since no product was returned no further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.